Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that three catheters have slipped out after approximately 4 weeks.

Event description:
It was reported that three catheters have slipped out after approximately 4 weeks.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. The returned representative sample was reviewed. No abnormality found on the pouch and the catheter. When 30ml of air was inserted via the valve , balloon was able to inflate to its normal shape. After 10 minutes of observation, the balloon was still in inflated condition. Deflation of the balloon was easy and without any difficulty felt. Based on the complaint description, it is likely that the balloon was leaked. It was also mentioned that the leak happens during usage state. This indicates that the catheter was functionally fit prior usage and shows that there is no issue were noted for approximately 4 weeks used. Leak balloon may happen due to various reasons such as contact with sharp object during use i.e. , contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon might had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure l below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. A simulation test was conducted with representative samples from production of various product type on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37 ¿c for 7 clays. Samples were removed from soaking after 7 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could be due to several reasons. However, in the absence of actual sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.